Manufacturer narrative:
Batch review performed on 22-mar-2020: lot 134200: (B)(4) items manufactured and released on 18-oct-2013. Expiration date: 30.09.2018. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation: total knee revision surgery performed 4 years and 4 months after cemented tka in a 62 year old active man. Bone alterations involving femur, tibia and patella are visible in the radiographic images provided, but we have no clues as to their possible origin. Aseptic loosening is a possible literature described adverse event after tka and causes are often unknown. High level of activity may be a risk factor for aseptic loosening but also other unknown conditions may have contributed to this failure. The metaphyseal bone alterations are unusually significant and must have contributed in a determinant measure to the loosening. The reason of this event cannot be determined. Other device involved in the event: gmk-primary 02.07.1205r tibial tray fixed cemented size 5 r lot. 153498 (k090988). Batch review performed on 22-mar-2020: lot 153498: (B)(4) items manufactured and released on 24-aug-2015. Expiration date: 30.06.2020. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to loosening of the entire prosthesis, patella as well, after about 5 years from the primary surgery. All components have been removed.